Manufacturer narrative:
Initial reporter name and address updated. MFR site contact name and e-mail updated.

Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported resistance with the guidewire and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified left common femoral artery via 18fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide device could not be backloaded over the guidewire as resistance was felt. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The sheath was upsized to a greater than 8.5fr and the aaa procedure was completed. When applying tension to the rail suture of one of the preplaced sutures in the lcfa, a suture break occurred. Two additional proglide devices were used to achieve hemostasis. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices in the rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.